Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported they were having problems with my pump, infusion set or sensor. The customer¿s blood glucose was 505mg/dl. The customers most current blood glucose was 359mg/dl. Patient's current blood glucose was 361mg/dl. The customer treated it with the pump. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The insulin pump will not be returned for analysis.